Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. The reported event was not confirmed for the returned device; the device was found to be affected by a shattered bearing and debris affecting the collar. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event, in which the device was reportedly smoking. There was no patient involvement; no patient impact.